Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted form 100% to 20% within one day. The customer¿s blood glucose level was 94 (mg/dl). Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.